Event description:
It was reported there were issues with filling and aspirating a new pump. During a pump replacement surgery, 37 ml of sterile water was aspirated from the reservoir. The pump was then filled with 35 ml of drug and the valve may have locked. The locked reservoir valve procedures were reviewed with the caller. It was unknown what drug was used in the device system. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device system was used to deliver morphine and baclofen.